Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The serial number was not provided. Verification for the exact serial number is not possible. Results from the lot product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedure by another surgeon, a patient had a significant membrane develop on the front and the back of the lens. The lens was exchanged and the surgeon reported that after he removed the iol he then removed the membrane on the lens and the lens looked clear. Additional information has been requested and no further information is expected.